Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received power error detected alert. Customer stated that the pump was not exposed to any extreme temperatures. Customer's blood glucose value was 113.4mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error due to connector resistance printed circuit board.